Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction, the following were noted: the objective lens had a crack; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive on bending section cover had a white-clouded area; universal cord had a wrinkle; switch 1 had wear; paint on suction cylinder was peeled; forceps channel port was shaved; and the adhesives around light guide lens had a white-clouded area. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported the evis lucera gastrointestinal videoscope had a cloudy image . The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects.